Event description:
It was reported that the device had rapid battery decline. The patient had been seen for a routine follow-up and at that time the battery was 2.72 v. It was estimated that the battery should last between 10 and 29 months. The patient was seen six months later and at that time the battery was 2.38 v. The patient was hospitalized and the device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) device analysis found normal battery depletion.